Event description:
Two carefusion pumps were sent to biomed as they were not reflecting the programmed calculation. Carefusion recommended sending them to biomed to be "re-set" to correct the problem. Nothing in the device logs of the two pumps suggests anything obvious as a problem.